Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for bradycardia when the heart rate dropped to below 50. The alarm was seen in the alarm history but did not alarm audibly or visually. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for bradycardia when the heart rate dropped to below 50. The alarm was seen in the alarm history but did not alarm audibly or visually. No patient harm was reported. Investigation summary: for instances like this, device logs would help confirm that the alarm was triggered, and the system registered the alarm. An arrhythmia alarm occurs when the arrhythmia conditions are met. A highlighted arrhythmia name in the color according to the level is displayed in the bed display area. On the individual bed window, the message is displayed at the top of the screen or window. A message is not displayed when: 1) the alarm functions are set to off on the bedside monitor or 2) the alarm for arrhythmia is set to off. The customer did not respond to subsequent inquiries regarding the event. The root cause for the reported event could not be determined with the available information. A review of service history for this cns shows this is an isolated incident.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm brady when it went down to a reading below 50. The bme reported they see the alarm in the history but they did not see it show up on the screen, nor did the staff hear an audible alarm or banner on the screen when this happened. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm brady when it went down to a reading below 50. The bme reported they see the alarm in the history but they did not see it show up on the screen, nor did the staff hear an audible alarm or banner on the screen when this happend. No patient harm was reported.